Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine drive was evaluated and reformatted. The calibration files were reloaded. The sys was tested and found to be working as intended and returned to svc.

Event description:
It was reported that the sys displayed cine error messages and that cine was not working. There is no report of death or serious injury associated w/the complaint.